Event description:
Customer states that she received a reading of 401mg/dl and drank some giner ale. She did not feel that this reading reflected how she physically felt. She did not take any extra medications, but went to the emergency room 20-30 minutes later due to the readings. The reading on the ER equipment read 203mg/dl. Customer received no treatment at the hosp. No controls were used. The device was not coded properly at the time of the comparison and the strips that were used expired 11/05. Requested return of suspect device and replacement was sent.